Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of contamination found under the all of the key contacts and the contacts were misaligned. Evaluation also revealed a cracked battery compartment and damaged battery cap with moisture contamination. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn and missing at the up arrow and down arrow buttons. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. The keypad was removed and there was evidence of contamination found under the all of the key contacts and the contacts were misaligned. Evaluation also revealed a cracked battery compartment and damaged battery cap with moisture contamination. The pump was found to intermittently reboot during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).